Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device had a broken drill bit stuck in it was confirmed. An assessment was performed and it was observed that a piece of unknown cutter was noted inside the motor locking mechanism. The device was taken apart and it was noted that excessive corrosion, medical debris in the locking mechanism assembly and preventing the lock tabs from releasing the cutters which caused the failure. It was determined that the cause of this failure was corrosion, which was clearly observed and is a typical result of insufficient cleaning after clinical procedures. The assignable root cause of this condition was determined to component damage caused by user error, misuse, and or abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event . It was reported that during an unspecified surgical procedure, it was observed that an unknown drill bit device broke off and was stuck in the attachment device. It was not reported if there was a delay in the procedure due to the event or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.